Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful as the field representative was not aware of the occurrence of an infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.